Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed a worn inflow motor along with a broken front panel.

Event description:
It was reported that the device indicates pressure failure. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update 02-nov-2021 e-mail from (B)(4) (inside sales) the error was detected intraoperatively, patient was not harmed.